Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: there were multiple call service 052/054 alarms observed in the pump¿s black box. No damage was found to the battery compartment. The battery cap was not returned with the pump. The pump powered on to a blank display screen. No damage was found to the power circuit. The alleged power issue could not be duplicated with investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. Changing to a new battery did not resolve the issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.